Event description:
It was reported that: patient has been experiencing pain in the right hip. Patient is reporting that she had an MRI and blood work done and is awaiting results. Patient states that the pain started in (B)(6) of 2012 and it consists of a sting in her buttock area. Update: it was reported that was a right abgii revised due to painful loos hip.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.